Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Unable to determine the cause of the customer's report of the ballooned silicone segment. The customer stated the set has been discarded and is not available for failure investigation.

Event description:
The customer reported a ballooned silicone segment during an infusion. The user did not clamp the set prior to administering medication. No patient harm or medical intervention occurred. No further patient/event information was reported.